Manufacturer narrative:
Update 04 may 2022: the analysis of the provided fluoroscopic images revealed that the lead was fixated properly in the septum at implant. Prior to the revision the lbb lead was found free floating in the rv and the atrial lead was found with less slack and slightly retracted, images of the pocket area revealed an additional loop of both leads suspecting twiddlers syndrome. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approximately 5 months, it was reported that the lead dislodged. The lead was removed.